Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during implant attempt, the rv (right ventricular) threshold was around 1 v through the analyzer, but after the rv lead was connected to the device it was more than 4 v. The physician tested the rv lead in the atrial port and got the same value as through the analyzer. The device was not used. No patient complications have been reported as a result of this event.